Event description:
The following has been reported: upstream occlusion with secondary syringe delivery alarms that did not resolve with troubleshooting. An active infusion was delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
No sample or picture for evaluation. Therefore, reported failure could not be replicated or confirmed. The reported issue could be potentially related to a blockage at the secondary port needle-free valve which was preventing a secondary infusion. The batch record fa23a16312 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.